Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient age: neonate. Emdr 329776, 329777, and 329778 are for the same report.

Event description:
It was reported that there have been leaks between 3ml syringes and tubing despite firmly tightening the connection. This results in nicu patients not receiving their full does of medication.